Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The implant was not fully coapting. The aus was explanted and replaced. There were no further patient complications.